Event description:
Device 2 of 2: reference manufacturer report: 1627487-2018-02620.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference manufacturer report: 1627487-2018-02620. It was reported the patient felt therapy was ineffective. A company representative met with the patient for reprogramming with high contacts measured on diagnostics. Reprogramming provided only left side coverage. Surgical intervention was taken to replace the lead as there was a suspected lead fracture. Reportedly post- operatively the patient had effective therapy.